Event description:
It was reported that after an atrial fibrillation (afib) procedure, the patient had a stroke. CT scan confirmed a clot in the middle cranial artery. The patient was in ICU. Additional information provided stated the patient suffered a severe stroke. No treatment could be performed, the clot was too big. The patient required an extended hospital stay. The patient was at home with care, patient was unresponsive. Physician opinion regarding the causality of this adverse event was possible procedure-related. The physician did not consider the event¿s causality was due to any malfunction of bwi product(s).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Thus not returned for investigation. Since no lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: unknown. (B)(4).